Event description:
It was reported, the patient heard an alarm at 7:45 am on (B)(6) 2015 and the logs confirmed this. The pump had a motor stall with a tube set message. The stall did not recover the cause of the stall was unknown and ¿probably corrosion due to compounded drug¿. The pump was replaced. The patient was admitted to the hospital for pain control but as of (B)(6) her pain was well controlled on oral morphine and fentanyl. Patient status at time of this report was alive; no injury. The patient was receiving effective therapy. The pump was delivering morphine.

Manufacturer narrative:
Product ID 8590-1 lot# n293828, implanted: 2011 (B)(6); product type accessory product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies, specifically stall due to shaft bearing as well as corrosion and/or wear and/or lubrication.